Event description:
It was reported that a pt's pump was "not working"; no other symptoms were provided. A dye study was performed (B)(6) 2011 and revealed that a catheter had disconnected from the pt's pump, necessitating a catheter revision. This was confirmed (B)(6) 2011, during the catheter revision procedure. Per the reporter, during the revision, something led the physician to "believe the pump was not functioning correctly and needed to be explanted". During the catheter revision/pump explantation procedure, it is reported that the hcp nicked the pt's spinal cord. The pt lost sensation and the ability to move her left leg. The procedure was then stopped and the pt was transported via ambulance from the surgery center to a hospital, where she was admitted. It was further reported that the pump was explanted. It was stated that the pt was in "horrible, horrible pain" and there was fluid in her spine. As of 09/06/2011, the pt remained hospitalized and her status is undetermined. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).